Manufacturer narrative:
Follow-up # 1 date of submission 02/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple cs 078 call service alarms. During testing, the pump was powered on and emitted a cs 078 call service alarm with an attempted rewind step. The pump case was removed and evidence of moisture ingress was found on the motor flex and connector. Unrelated to the complaint, the keypad cover was observed to be completely detached and missing. All of the keypad buttons responded properly, and no contamination was found under the button contacts. The bolus button cover and slug were also detached and missing. Also unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump emitted a call service alarm (078) three or more times within 30 days. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).